Event description:
I had the essure procedure done in 2011 when I turned (B)(6). Two weeks after I had the implants placed, I began experiencing severe abdominal pain that would shoot down to my leg. I can barely sit up or walk sometimes. Then in 2012, I also became pregnant with the essure implants in-place. Now after labor, I am in worse pain than ever before. I can hardly breastfeed my child because of the amount of pain I'm in. Not to mention that my partner and I opted for permanent birth control because we can not afford the 4 children we had already. Essure has destroyed my life in every way possible. It has taken me away from my career and now I have another child to care for because I thought that I was safe. After speaking with my provider, it has been explained that insurance does not cover the reversal of the essure and many times the reversal requires a hysterectomy.